Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Event description:
It was reported the patient therapy controller (ptc) was inconsistent in bolus delivery, and displayed battery charging issues. There were no patient effects reported, and the device was returned for evaluation.

Manufacturer narrative:
Device evaluation: the device was subjected to external and internal visual inspection, as well as functional and electrical testing. The evaluation determined that the charging issue was caused by an excess resistance on a connector pin of a power cable. Based on the results of the investigation, the reported issues were confirmed. The charging issue was resolved after disconnecting and reconnecting the cable, and the unit operated per specification. An error code indicating that the ptc could not locate and communicate with the pump was observed in the error log several times. The intermittent bolus delivery issue was likely due to attempting to deliver a bolus when the ptc and pump are not within the expected range of each other. Corrected g8 per request of FDA, dated 10/sep/2020. Internal complaint number: complaint- (B)(4).